Event description:
It was reported that a patient underwent a total abdominal hysterectomy on (B)(6) 2022 and the suture was used. During surgery, the suture broke easily. The suture was used for a ligament during the procedure. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. No device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: what tissue was being approximated/ sutured? It was used for a ligament during the procedure of total abdominal hysterectomy. Evaluation: one packet of product code was returned for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packet. Visual inspection of the unopened sample, no defects were found on the packet. The sample was opened, and the swage and attachment area was noted to be as expected. The suture was dispensed without problems and examined along the strand and no defects, damage, or suture breakage were noted. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. The device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.